Manufacturer narrative:
Information not provided. Information not provided. Information not provided.

Event description:
The consumer states that the bristles from their e-series brush head are coming out inside their mouth.

Manufacturer narrative:
Manufacture date updated because product was returned.